Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2017 with the following findings: during investigation, the transmitter was paired with a test pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of a cs 203 call service alarm was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
Follow up #1 05/12/2017 correction: the serial number for the reported device has been updated. Serial #: (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that cs 215 call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.